Event description:
It was reported the stylet would not go to tip, at lead implant attempt. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.